Manufacturer narrative:
Concomitant medical products: catheter: model # 8709, lot #: j12055r26, implanted: (b)(6.) 2004 catheter: model #: 8596, lot #: n001472521, implanted: (B)(6) 2004.

Event description:
Please also see MFR report #: 3007566237201106627 regarding previous pump replacement. It was reported that the patient had a catheter revision on 9/8. The health care provider had indicated that the patient had experienced "episodes of withdrawal symptoms and all the work up showed no evidence of catheter problem. He brought her in suggesting a pinhole in catheter". Her next refill was scheduled for 2/17.